Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for heat was confirmed by the qa technician. Through functional evaluation, disassembly and visual inspection, the qa technician determined the device failed for heat due to corrosion of the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.